Event description:
Allegedly the patient was revised due to a failed left mom tha, left hip pseudo tumor, left hip heterotopic ossification and left hip reactive synovitis, as well as, persistent pain, swelling, elevated ion levels and discomfort. (Left).